Event description:
The customer reported to olympus, the video system center had image noise and images disappeared. The image was dark when combined with a rigid scope. The event occurred during an unspecified diagnostic procedure. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of image noise, dark image, and images disappearing were not confirmed. In addition, there were no abnormalities visually. The power supply starts normally. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.